Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that the device had waster damage; the insulin pump was dropped in the water and was completely submerged, and it no longer worked. The customer's blood glucose was 578 mg/dl, which was cause by eating, but was treated with manual injection. The keypad of the device was unresponsive. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Functional testing was not performed and the motor error alarm was not verified due keypad anomaly. The motor was tested outside of the device and passed the motor test. No moisture damage was noted during visual inspection. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.